Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used on (B)(6) 2012 during an eus distal gastroscopy. According to the complainant, while trying to advance the guidewire through the eus needle, the tip detached and fell into the patient. The detached fragment was unable to be retrieved. Another hydra jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used on (B)(6), 2012 during an eus distal gastroscopy. According to the complainant, while trying to advance the guidewire through the eus needle, the tip detached and fell into the patient. The detached fragment was unable to be retrieved. Another hydra jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Investigation results: evaluation of the complaint device was performed. Visual inspection confirmed that the coating at the tip of the wire was peeled exposing the core wire. The investigation concluded that the root cause for the reported event is user error as the dfu states that the device should not be used in conjunction with metal tip catheters. This failure occurs due to an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user (e.g. Wire was used with metal tipped catheter). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.